Event description:
The patient previously received an aneurx device (date unknown). Follow up revealed that the device had migrated distally and patient had developed a proximal type I endoleak. An endologix 34-34-80l proximal extension was placed which resolved the leak.

Manufacturer narrative:
Device not manufactured by endologix therefore expiration date, date of implant and date of manufacture is unknown.device not manufactured by endologix.